Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04365. Related manufacturer reference number 3006705815-2019-04368. It was reported that the patient is experiencing ineffective stimulation due to low impedance on contacts 1 and 2 on one lead and high impedance on all contacts on second lead as a result, the patient may undergo surgical intervention later. It is unknown which leads are involved, therefore all possible leads are being reported.

Manufacturer narrative:
Patient weight has been added to the record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient underwent a surgical procedure on (B)(6) 2019, wherein the leads were explanted and replaced with a paddle lead. Effective therapy restored post-operatively.